Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted.

Event description:
Complaint received from facility contact. Customer reports the set separated at the y-site and the tubing fell on the floor before patient use. No reported patient injury or medical intervention. No additional information available.